Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (50 percent stenosis degree) in the mildly tortuous distal cx. After implantation of a 1st orsiro stent distally in the cx it was not possible to implant the complaint 2nd orsiro stent proximally to the 1st stent. The complaint stent was damaged when it got in contact with the 1st stent. Both stents were retrieved and another orsiro stent was implanted with success.

Manufacturer narrative:
Combination product: yes the complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy (i.e. Previously implanted stent).